Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the motor was unable to rewind. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed a call service 064 alarm. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The pump was opened to find moisture damage on the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked alongside the pump, and there was moisture in the battery compartment. A leak was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).